Event description:
It was reported the camera head video connector was cracked and chipped. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
B3 date of event was reported by customer to have occurred on either 18mar2024 or 19mar2024. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the video connector was cracked. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.